Manufacturer narrative:
B5 (describe event or problem), d4 (serial #) and h4 (device manufacture date) were updated the customer reported a complaint that "the autopulse platform (sn (B)(6)) displayed a "replace battery" error message" was confirmed based on the archive data of the autopulse platform. Based on the archive data review, the root cause for the customer-reported complaint was the defective batteries (sn (B)(6)) used during the clinical use. Zoll has not received the autopulse li-ion battery (sn (B)(6)) for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During resuscitation for a patient in cardiac arrest, the autopulse platform (sn (B)(6)) displayed a "replace battery" error message after performing four rounds of compressions. Immediately, the crew reverted to manual CPR for the rest of the call. Per customer, three autopulse li-ion batteries (sn (B)(6)) were used during this event. The batteries were fully charged before using it in the autopulse platform. The status leds showed four solid green lights when the status indicator button was pressed. No consequences or impact to the patient. Later, the customer tested the three batteries in the zoll loaner autopulse platform, and two out of three batteries did not work and prompted an error message. The customer provided no further information.

Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During resuscitation for a patient in cardiac arrest, the autopulse platform sn (B)(4)displayed a "replace battery" error message after performing four rounds of compressions. Immediately, the crew reverted to manual CPR for the rest of the call. Per customer, three autopulse li-ion batteries (sn unknown) were used during this event. The batteries were fully charged before using it in the autopulse platform. The status leds showed four solid green lights when the status indicator button was pressed. No consequences or impact to the patient. Later, the customer tested the three batteries in the zoll loaner autopulse platform, and two out of three batteries did not work and prompted an error message. The customer provided no further information. Please see the following related MFR report: MFR #3010617000-2021-00707 for the autopulse platform. MFR #3010617000-2021-00791 for the 1st autopulse li-ion battery. MFR #3010617000-2021-00794 for the 3rd autopulse li-ion battery.